Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported the insulin pump screen was very difficult to read. Customer's blood glucose was 240 mg/dl. Customer stated he used a flash light, attempted to read the screen in a new room and under a magnifying glass. The customer stated the font was difficult to see and the screen was giving off a glare. The device will not be returning at this time for analysis.